Manufacturer narrative:
Continued from concomitant medical products: olympus gif-h260 endoscope investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The user indicated the multiband ligator was used through an overtube with an inner diameter of seventeen (17) mm. A dimensional analysis was performed to determine the compatibility of the multiband ligator with the selected overtube. Multiband ligators of the same part number used in this event were measured at various intervals along the entire length. The dimensional analysis concluded that the outer diameter of the multiband ligator is greater than seventeen (17) mm. The device history record for the lot number said to be involved could not be reviewed because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Based on the information provided by the user, ¿damage in the esophagus occurred when the physician used a cook 10 shooter saeed multi-band ligator with another manufacturer¿s (top corporation) overtube.¿ although overtubes are intended to protect the gi mucosa from trauma, there are several known risks associated with overtube placement which include esophageal perforation and severe bleeding. One of the identified benefits of the use of multi-band ligators over single band ligators is the reduced complications associated with overtube placement as an overtube is not needed when using a multiband ligator. In the information provided, the customer placed an overtube which had an inner diameter measuring 17mm and indicated resistance was experienced while pulling the endoscope with the ligator barrel out of the overtube. The use of accessories compatible with the selected overtube is critical to prevent tissue entrapment and mucosal damage. The placed overtube is not compatible with the cook multi-band ligator. It was also stated that the edge of the overtube and the ligator barrel attached on the endoscope tip could have pinched the inner wall of the esophagus further causing damage. This incompatibility is the most likely cause of the reported difficulty during advancement and removal of the device. In an effort to inform users on the risk of using an overtube with the saeed multi-band ligators, the following precaution is being added to the instructions for use: "do not use with an overtube. Use with an overtube may result in mucosal pinching/entrapment and/or barrel detachment." Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. In an effort to inform users on the risk of using an overtube with the saeed multi-band ligators, the following precaution is being added to the instructions for use: "do not use with an overtube. Use with an overtube may result in mucosal pinching/entrapment and/or barrel detachment." Additional comments regarding this report: based on the information provided that the user placed an overtube that was incompatible with the cook multi-band ligator, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Concomitant medical products: olympus gif-h260 endoscope. Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The user indicated the multiband ligator was used through an overtube with an inner diameter of seventeen (17) mm. A dimensional analysis was performed to determine the compatibility of the multiband ligator with the selected overtube. Multiband ligators of the same part number used in this event were measured at various intervals along the entire length. The dimensional analysis concluded that the outer diameter of the multiband ligator is greater than seventeen (17) mm. The device history record for the lot number said to be involved could not be reviewed because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Based on the information provided by the user, ¿damage in the esophagus occurred when the physician used a cook 10 shooter saeed mulit-band ligator with another manufacturer¿s (top corporation) overtube.¿ although overtubes are intended to protect the gi mucosa from trauma, there are several known risks associated with overtube placement which include esophageal perforation and severe bleeding. One of the identified benefits of the use of multi-band ligators over single band ligators is the reduced complications associated with overtube placement as an overtube is not needed when using a multiband ligator. In the information provided, the customer placed an overtube which had an inner diameter measuring 17 mm and indicated resistance was experienced while pulling the endoscope with the ligator barrel out of the overtube. The use of accessories compatible with the selected overtube is critical to prevent tissue entrapment and muscosal damage. The placed overtube is not compatible with the cook multi-band ligator. It was also stated that the edge of the overtube and the ligator barrel attached on the endoscope tip could have pinched the inner wall of the esophagus further causing damage. This incompatibility is the most likely cause of the reported difficulty during advancement and removal of the device. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user placed an overtube that was incompatible with the cook multi-band ligator, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation, damage in the esophagus occurred when the physician used a cook 10 shooter saeed mulit-band ligator with another manufacturer¿s (top corporation) overtube with a seventeen (17) mm inner diameter. [Sales rep¿s presumption is: the edge of the overtube and the hood of the ligator attached on the endoscope tip could have pinched the inner wall of the esophagus]. The following additional information was provided on 5/15/2017: damage occurred in the internal lining of the esophagus. When removing the endoscope from the patient after variceal ligation was done, damage in the internal lining of the esophagus occurred by contact of the overtube tip and the endoscope tip where the hood of the ligator was attached. Additional information was received on 5/23/2017: resistance was met when the user was going to remove the endoscope from the patient after variceal ligation was done, but he removed it anyway. Then the damage in the internal lining of the esophagus was confirmed. It occurred by contact of the overtube tip and the endoscope where the barrel of the ligator was attached. Astriction using a sengstaken blakemore tube was performed for the damage site to stop bleeding. The patient is deceased. Additional information was received on 5/25/17: he felt resistance when inserting the endoscope with the barrel of the ligator was attached into the overtube. After finishing the variceal ligation, he pulled [out] with the barrel of the ligator that was attached while the overtube was still in the patient¿s esophageal [esophagus]. However, resistance was met again but he removed it anyway. Then the damage of the internal lining of the esophagus with bleeding occurred. He confirmed a small perforation in the esophagus and mediastinal emphysema was confirmed by post-procedure CT. Treatment for those would not be conducted because the patient¿s condition was [too] bad for further endoscopic treatment. The user commented that the damage occurred either when inserting the overtube or when removing the endoscope with the barrel of the ligator attached pinching the internal lining of the esophagus because he felt the resistance occurred at the endoscope tip where the barrel of the ligator was attached. The patient is deceased but the exact date of death is unknown. No autopsy was performed. The customer commented that the bleeding and mediastinal emphysema, due to the damage of the lining, were considered the cause of death.